Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review if the transmission revealed that the right ventricular lead exhibited multiple noise reversion episodes; no intervention was performed. On (B)(6) 2016 the lead was capped and replaced. No patient symptoms or additional information was reported.